Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sprinter otw ptca balloon catheter survey results from an interventional cardiologist in practice 9 years. In the past 12 months the physician has used sprinter otw 80 times; sprinter otw (1.50 x 6mm) were used the following complications adverse events/effects were encountered using the sprinter otw product over the last 12 months: 1 arrhythmias event was directly related to sprinter otw.